Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese to english: "at 09:48, on 6/23, the doctor ordered coronary angiography, preoperative saline hydration, and the nurse gave the patient an intravenous indwelling needle. The soft needle could not be pushed after blood was found in the puncture, and a breach in the middle of the soft needle was found after pulling out. After replacing, the indwelling needle was re-pierced"